Event description:
The customer reported a defect on the power cable and the monitor does not work.

Manufacturer narrative:
(B)(4). The sys was repaired, found to be operating as intended, and released to the customer for use.